Manufacturer narrative:
(B)(6). (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: during a lap inguinal hernia repair, the dissection balloon would not fully deploy. The dissection balloon would not fully open. Surgeon placed pressure on the opposite side from the non-deployment and balloon would still not deploy. There was no patient injury or hazard. Reason product not returned: product thrown out.